Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery compartment was damaged, the battery door was broken and the downstream occlusion sensor seal was peeled. Functional testing duplicated the reported issue. The investigation determined that the the printed wire assembly board was the cause of the reported issue. The board was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that during testing the pump exhibited an error code. There was no patient involvement.